Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate, regarding a 23mm sapien 3 ultra resilia valve in the aortic position, the valve was stuck in the sheath at the access site. Physician attempted to push the valve through the sheath but was met with resistance. The physician panned down to the leg with fluoro and saw that there were multiple stent struts from the valve perforating the sheath. The sheath, delivery system, and valve were all removed. A new sheath was inserted and a new 23mm sapien 3 ultra resilia valve was prepped and implanted without issue. The patient was stable throughout and there was no injury to the patient.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-01674. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was unable to be confirmed as no device or imagery provided for review. Available information suggests procedural factors (excessive device manipulation, high push force) likely contributed to the event as reported the valve was stuck in the sheath at the access site. Physician attempted to push the valve through the sheath but was met with more resistance. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined for any abnormalities and the following was observed: crimped valve: valve stuck within sheath and struts exposed through sheath. Three (3) struts bent outward at the inflow side. Expanded valve: bent struts corrected. Valve frame distorted. Leaflets wrinkled and dehydrated due to prolong crimped and storage condition. 3mensio imagery was provided by the site and no calcification, tortuosity, or undersized vessels was observed. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on returned device provided for evaluation. Available information suggests procedural factors (excessive device manipulation, high push force) likely contributed to the event as reported the valve was stuck in the sheath at the access site. Physician attempted to push the valve through the sheath but was met with more resistance. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.